Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon evaluation, it was found that the trunk cable connector was broken, and wires were exposed. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the belt is unable to connect with the monitor because the connector on the belt is broken. The patient was provided with a replacement electrode belt.